Event description:
It was reported that the pump alarmed with a blank screen upon turn on. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt, the top case was cracked/chipped by the front left bottom corner, and the right plunger case was cracked. There was no visible sign of any contamination. Error codes could not be viewed in the event history log (ehl) due to the pump having a blank screen with constant alarm. After the power up process, the customer reported issue was confirmed, the pump exhibited a constant alarm with no display. The root cause of the reported issue is attributed to an improper software upload by the customer. To correct the issue, the software was uploaded from the base unit via interconnect board to the head unit by performing the power point process. The device was re-programed with software version v1.6.4. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
B5: additional information received on 06-oct-2022 via email attached in complaint object. It is unknown whether the pump failed while on a patient. This particular problem comes up when turning the pump on, due to an upgrade failure. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number: 4000.